Manufacturer narrative:
Lesion was in the primary iliac artery. Sheath french size 0,35" 90cm, size of guidewire 0,35" 260cm. The vessel was not pre or post dilated. The IFU was not followed. The physician used the device instead of an angiographic catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a trailblazer support catheter to treat a moderately calcified lesion with severe tortuosity. It was reported that the device broke and was retrieved with a non-medtronic snare device. No patient injury was reported.